Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Verbatim: complaint via email. Email(s) attached on 13apr2026 during incoming aql inspection, out of the 315 units sampled, per the aql inspection requirement, 3 units were observed to have visible particulate matter inside the product (critical), and 1 unit was observed to have visible particulate matter inside the packaging but outside the product (major) (see attached pictures). Please perform an investigation to determine the cause of the foreign matter. The impacted units are available for return upon request.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.